Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, final check, battery check, valve check, run in tests, cleaning and software version was checked, which was not related to the malfunction/issue.